Event description:
It was reported that a physician attempted arteriotomy closure using a starclose device after an unknown procedure. The physician was unable to complete the thumb advancer to click 3. The safety release button was deployed and the device was removed. In addition, the body of the sheath detached from the sheath hub. The condition of the patient is unknown. No additional information available.

Manufacturer narrative:
Evaluation summary: the returned device was still in the deployed state when received, which contradicts the complaint description that indicated the safety release button was "deployed". Sever carving along with twisted condition of the shaft was observed. The carving and twisting of the shaft stopped the exchange tube splitting, but, the continued delivery tube deployment caused the observed separation of the exchange tube from the hub and the noted damage to the other device components. The root cause for the carving was not determined as there was no malfunction of any component detected. The lot build DHR did not produce any data relevant to this report.